Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. It was reported that the ins had been flipping/moving around in the pocket and got so close to the surface of their skin the patient could feel it when they leaned back on it. This had started ¿probably 4-5 months ago (2018). At night, it would wake them up if they rolled over on it in bed. The patient had revision surgery on (B)(6) 2019 which resolved this issue. However, since the surgery, the patient noted that the implant was not working as they had a loss of symptom control (they had been on the toilet for the last 2 days). The patient then used the programmer and a power-on-reset (por) message was seen on (B)(6) 2019. No troubleshooting could be performed at the time of report for the issue. The patient was redirected to their healthcare professional (hcp) for the issue. There were no further complications reported or anticipated.